Event description:
It was reported that the patient experienced bradycardia. It was also reported that the leadless implantable pulse generator (ipg) exhibited a low pacing rate. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.